Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this ventilator is currently at vyaire medical and pending an investigation, once complete, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while transporting a patient, the ventilator started smoking. There was no patient harm associated with this reported event.

Manufacturer narrative:
Vyaire medical was unable to verify the customer's reported issue during testing and evaluation. The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no issues. The unit passed 124.3 hours of extended bench testing at the customer's setting and passed the initial final test and initial alarm volume test with no issues. The unit was opened up and visually inspected with no abnormalities found.